Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the facility, (B)(4) received report # mw5105311 from the FDA. The report noted issues with the 60-6085-201a, vcare medium (34mm) cup, reported lot 202107121, that was experienced by (B)(6) hospital on (B)(6) 2021. Information on the report notes type of event was malfunction / unintended movement. The handle of the vcare medium would spin, not allowing the surgeon to manipulate the uterus. It is indicated there was no patient injury and the mw5105311 report was filed as a malfunction not adverse event (injury). No other incident information was provided on the report and it is documented ¿the report contains all the information presently available¿. This report is being raised on the basis of previous FDA filings for similar malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
G1: updated (B)(6) filed the initial report and robin drum filed the final report. Manufacturer narrative: reported event is confirmed. Customer event ¿handle of the vcare medium would spin¿ was confirmed based on photographic evidence and device evaluation. Received one 60-6085-201a in opened original packaging. Lot number was verified. Performed a visual inspection, the lumen and pilot tubing are missing. Performed a functional inspection, the handle rotates 360 degrees. When opening the handle of the device it was broken inside. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the facility, conmed received report # mw5105311 from the FDA. The report noted issues with the 60-6085-201a, vcare medium (34mm) cup, reported lot 202107121, that was experienced by (B)(6) hospital on (B)(6) 2021. Information on the report notes type of event was malfunction / unintended movement. The handle of the vcare medium would spin, not allowing the surgeon to manipulate the uterus. It is indicated there was no patient injury and the mw5105311 report was filed as a malfunction not adverse event (injury). No other incident information was provided on the report and it is documented ¿the report contains all the information presently available¿. This report is being raised on the basis of previous FDA filings for similar malfunction with potential for injury upon reoccurrence.